Manufacturer narrative:
Additional information. Investigation conclusion: log file evaluation confirmed low speed and pump stop events were captured on (B)(6) 2018 3:10, 3:15pm while the system was connected to the power module. Although a root cause for the pump stops captured in the log file cannot be conclusively determined through this evaluation, they appear to be consistent with a potential compromise in the driveline. Technical services personnel arrived onsite on (B)(6) 2018 and performed an external driveline repair. The replaced portion of the driveline was returned measuring approximately 18¿. Evaluation of the replaced portion of the driveline revealed tears throughout the outer jacket beginning 3.5" from the controller connector, that had been repaired with rescue tape. Electrical continuity testing revealed no discontinuities or shorts. The metal shielding underneath was worn throughout, with significant breakdown observed 2.5" from the controller connector. Visual inspection of the underlying wires did not reveal any signs of wire insulation damage. The driveline was submerged in a saline bath for high potential testing to check for any current leakage through the wire insulation. No breaches were found. The evaluation did not reveal any issues that would have contributed to the events captured in the log file. The entire driveline was not returned. The patient underwent a pump exchange on (B)(6) 2018 due to further pump stops. The account reported the pump would not be returned. The hmii IFU and patient handbook address driveline damage including how to identify signs of potential damage and respond should patients suspect damage. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device- 5 years. The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2013. It was reported that the patient experienced pump stoppages and multiple low speed advisories which drop below the patients low speed limit of 9200 rpm. These issues only appear to be occurring while the vad is connected to power module. The patient was switched to a non-grounded cable. There are multiple areas of trauma on the external portion of a distal end percutaneous lead (driveline) which have been treated with rescue tape. On (B)(6) 2018 manufacturer¿s technical services representative arrived onsite for driveline evaluation/repair. A phase interrupter tests performed showed no open wires found. A repair 2.5 inches from the exit site was performed. All tests passed after repair and the patient was tethered on a grounded patient cable without issue. However 15 minutes after leaving the hospital, the patient experienced red heart alarms / pump stops while tethered on grounded patient cable which suggests potential fractured internal wire. The patient was returned to batteries without issue and remained admitted on an ungrounded patient cable. On (B)(6) "218", the patient underwent a pump exchange. No additional information was provided.